Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report problems with the insulin pump. The customer was having trouble speaking or making sense, and had a blood glucose of 548 mg/dl. The customer stated he treated with the insulin pump, but didn't think it worked. The customer was tired, thirsty, confused, and couldn't remember much. The customer's mother came to the phone and stated that he just received shock treatments yesterday, and he usually has trouble remembering things after that. The mother stated she would be taking him to the hospital right away for assistance. Nothing further was reported.